Event description:
Information received with return of the explanted device notes that the patient was brought to the emergency room after experiencing syncope. The device was in back-up mode and exhibited loss of capture.